Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead had exhibited lead noise. Programming changes to unipolar sense configuration were attempted but did not resolve the noise issue. Programming was returned to bipolar and lead will continue to be monitored. No other interventions planned. Patient condition was stable.